Manufacturer narrative:
Block e1: initial reporter city is (B)(6); reported here as the city exceeded character limit for designated field. Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in an unknown anatomy location. Block h11: investigation results. The returned cre pro gi wireguided dilatation balloon was analyzed, and a visual examination found that the balloon had no damages. Functional and microscopic inspection were performed, and the balloon was inflated without any problem; however, it was not able to hold pressure due to a pinhole in the balloon. The pinhole was located approximately 85 mm from the tip. No other problems with the device were noted. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A risk review was completed and confirmed that the event of balloon pinhole was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. With all the available information, boston scientific concludes the reported event of balloon pinhole was confirmed. The analysis on the returned device found that the balloon had a pinhole located approximately at 85 mm from the tip of the device. It is possible that the pinhole found in the balloon occurred due to factors encountered during the procedure or it can be due to excess pressure. Also, it is possible that interaction with any kind of a sharp surface during or previous to the procedure could create friction on the balloon and could have caused the pinhole found on the balloon. These factors and interactions could influence the damage found in the balloon. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used during a procedure performed on (B)(6) 2026. During the procedure, the balloon had a pinhole. The procedure was completed with another cre pro wireguided dilatation balloon. The exact anatomy location when the balloon hole was encountered is unknown and is being reported as it may have occurred in the esophagus. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter city is (B)(6) prefecture; reported here as the city exceeded character limit for designated field. Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in an unknown anatomy location.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used during a procedure performed on (B)(6) 2026. During the procedure, the balloon had a pinhole. The procedure was completed with another cre pro wireguided dilatation balloon. The exact anatomy location when the balloon hole was encountered is unknown and is being reported as it may have occurred in the esophagus. There were no patient complications reported as a result of this event.